Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these informations it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that 4 needles 18ga 1in blunt fill sla had poor packaging perforation between units that could not be separated without rupturing. The following information was provided by the initial reporter, translated from (B)(6) to english: "lack of slot between needles, making impossible to separate them into single units without causing a package rupture."